Manufacturer narrative:
The event date was reported as (B)(6) 2017. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported inoperable speaker which was reproduced. The inoperable speaker was verified and found to be caused by a failed speaker. The rear case containing the speaker was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable speaker. There was no patient involvement. No additional information is available.